Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of tissue injury is listed in the prostyle instructions for use as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a difficult to close foot include, but not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. Compromised foot functionality, likely led to the subsequent device entrapment. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with an 8f sheath. Reportedly, the lever could not be closed, and resistance with the device was felt. The device was unable to be removed from the patient. A surgical cut down was performed to remove the device. Upon device removal, it was found that the femoral artery was torn. Manual suturing was used to treat the torn artery and to achieve hemostasis. There is no reported clinically significant delay in the procedure or therapy. No additional information was provided.